Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the implantable cardioverter defibrillator (ICD) alarming every four hours. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance out of range. The patient is undergoing chemotherapy and the physician is electing to wait until therapy is complete before considering any revision on the lead. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.